Event description:
A reporter called to submit a report about her deceased husband. The report stated the joystick of a wheelchair executed an uncomanded 90 to 0 degree recline which resulted in fatal umber injury to her husband. She said after the injury her husband became immobile and went to rehab center. She said he had organ failure and died within 60 days of the accident. She said the joystick mobility controller was defective. She also provided the serial number of the joystick (B)(6).